Event description:
A patient reported after she went to the dentist the day previous to the call she was in a lot of pain. The patient stated the pain was in her lower back where the device is. The patient stated the pain was terrible and she had to take a pain pill. The patient stated when the pain pill wore off the pain returned. The patient noted she had to take another pain pill and at the time of the call the pain was back. The patient noted she had had recently been to the dentist to get her teeth cleaned. The patient noted she did not turn her stimulation for the cleaning and still had it on at the time of the call. The patient planned to turn stimulation off and see if pain improved. It was noted the patient was able to successful turn stimulation off. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.